Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the distal end of the coil is protruding through the fallopian tube/covered by a thin layer of red-tan membranous tissue"), device dislocation ("migration/ migration of essure device:protruding from fallopian tube"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage of ectopic pregnancy"), genital haemorrhage ("abnormal bleeding"), intra-abdominal haemorrhage ("I was hemorrhaging internally") and vaginal cuff dehiscence ("vaginal cuff repair") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included nickel sensitivity, feeling unwell, afebrile convulsion and toxic effect of unspecified metal. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal cuff dehiscence (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), infection ("infections"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, vaginal cuff repair, second emergency surgery, surgery to remove the essure irnplant/hysterectomy with bilateral salpingectomy and to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, fatigue, alopecia, vaginal haemorrhage, menorrhagia and weight decreased had resolved and the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vaginal cuff dehiscence, depression, anxiety, infection, migraine, headache, allergy to metals and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, intra-abdominal haemorrhage, menorrhagia, migraine, vaginal cuff dehiscence, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight:(B)(6) removal details ((B)(6) 2016). The essure devices were palpable in proximal fallopian tubes bilaterally. The essure devices were not perforating through the fallopian tubes. (Discrepant information was noted.) Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Pathology test - on (B)(6) 2006: final 'diagnosis result: uterus ; cervix; total abdominal 'hysterectomy, -nonspecific reactive changes, uterus., endometrium., total abdominal hysterectomy: - weakly proliferative. Pattern. Uterus., myometrium, total abdominal hysterectomy: - 'leiomyoma, solitary. Fallopian tube, right and left, bilateral salpingectomy: 'no specific histopathologic alteration. Gross description: the left fallopian tube measures 7.0 cm in length x 0.4 to 0.5 cm in diameter and is fimbriated. An approximately 2.5-cm long intact, coiled metal device consistent with an essure contraceptive device is present within the proximal end of the tube and extends into the left cornu. Approximately 0.6 cm of the coil is extending into the cornu. The distal end of the coil is protruding through the fallopian tube but appears to be covered by a thin layer of red-tan membranous tissue. The right fallopian tube measures 7.0 cm in length x 0.4 cm in diameter. The tube is focally disrupted at the junction with the right cornu. A suture is present on the serosal surface adjacent to this disruption. An approx. 2.5cm ling coiled metal device consistent with an essure contraceptive device is present within the proximal end of the tube and extends into the right cornu. The essure device is visible and is transected at the area of disruption. The visible portion of the essure device appears to be partially covered by thin, red-tan membranous layer. Approximately 0.8cm of the device is present in the cornu.. Ultrasound scan vagina - on (B)(6) 2016: normal exam. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: alopecia, fatigue, pelvic pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Added new reporters and case became medically confirmed.added lab data results. New event added: fallopian tube perforation. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ migration of essure device:protruding from fallopian tube"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage of ectopic pregnancy"), genital haemorrhage ("abnormal bleeding"), intra-abdominal haemorrhage ("I was hemorrhaging internally") and vaginal cuff dehiscence ("vaginal cuff repair") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included nickel sensitivity, feeling unwell, afebrile convulsion and toxic effect of unspecified metal. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal cuff dehiscence (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), infection ("infections"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (vaginal cuff repair, second emergency surgery, surgery to remove the essure irnplant/hysterectomy with bilateral salpingectomy and to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vaginal cuff dehiscence, depression, anxiety, infection, migraine, headache, allergy to metals and dysmenorrhoea outcome was unknown and the genital haemorrhage, fatigue, alopecia, vaginal haemorrhage, menorrhagia and weight decreased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, infection, intra-abdominal haemorrhage, menorrhagia, migraine, vaginal cuff dehiscence, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight:108 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: alopecia, fatigue. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and mr received. Reporter information were added and updated. New events intra-abdominal hemorrhage, vaginal bleeding, menorrhagia, migraines, headaches, nickel allergy, dysmenorrhea (cramping), vaginal cuff repair, did not undergo essure confirmation test and miscarriage of ectopic pregnancy were added. Event verbatim was updated to migration/ migration of essure device location of device: protruding from fallopian tube and daily pain in abdomen/ typically left side. Outcome of events fatigue and hair loss were updated. Medical history and lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss") and infection ("infections"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, fatigue, depression, anxiety, alopecia and infection outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage and infection to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.